Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol soft mesh (device #3) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol soft mesh (device #3). An additional emdr was submitted to represent the bard/davol flat mesh (device #1), and bard flat mesh (device #2). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) or an unspecified bard/davol flat sheet mesh (device #2) or an unspecified bard/davol soft mesh (device #3) on (B)(6) 2012 or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1), the flat sheet mesh (device #2) and the soft mesh (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.